Manufacturer narrative:
Investigation: visual inspection. The following observations were made during the visual inspection: - slightly dry deposits at the inlet spout. Permeability test: the test showed that the progav 2.0 shunt system is permeable. The investigation showed an slowed outflow of the progav 2.0 shunt system. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 1.21 cmh2o. This is not within the specified tolerance of 7 cmh2o ± 3 cmh2o. An applied pressure of 7 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 7 cmh2o ± 3 cmh2o. According to our result, we can detect the presence of a accelerated outflow of the progav 2.0. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 33.07 cmh2o. This is not within the specified tolerance of 20 cmh2o +4/-2 cmh2o. According to our result, we can confirm the presence of a slowed outflow of the shuntassistant. Adjustability test: it was checked whether the valve is fully adjustable within the full range of specified pressure settings (in increments of 5 cmh2o). The progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, clearly deposits were found in both valves. Device history record (DHR) review: the DHR was reviewed for the reported lot number. The shunt system was inspected as article stu81202020. All parameters were inspected and approved during the manufacturing process. No deviations during assembly occurred. All parameters have been assessed as meeting specification. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. Despite this we have tested the device to the best of our abilities. Based on our investigation results, we can identify a slowed outflow in the shunt system. We are assuming that the deposits detected within the valves have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
Patient information. Weight: 82 kilograms (kg). Height: 166 centimeters (cm). Date of implantation: (B)(6), 2018. Date of removal: (B)(6), 2021.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a progav 2.0 (#unkown) was believed to be a no longer adjustable. The patient had the progav2.0 valve since 2018. The adjustment was no longer possible and the patient needed a pressure change. The adjustment assistant was unable to adjust the valve. Cerebrospinal fluid (csf) protein level was 2g/l. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure.